Event description:
N/a

Manufacturer narrative:
Updated fields: updated fields: b4, d9 g1, g3, g6, h2, h3 h6 (type of investigation, investigation findings, investigation conclusion), h11 correced data: d1 the guide wire as received was found bent. The bent guide wire may have occurred during removal from the packaging. However we are unable to conclusively determine how the damage occurred because we are unable to mimic the clinical setting. A bend in the guide wire can cause difficulty inserting the guide wire. The evaluation confirmed the reported problem.

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Event description:
It was reported that intra-aortic balloon(iab) in call from customer at (B)(6), she stated they tried to put in a 50cc sensation plus catheter but the wire would not advance past the hub. There was no injury to the patient.